Event description:
It was reported that after inflating/deflating the balloon twice, the catheter could no longer be removed through the sheath and had to be removed together with the sheath. No injury to the patient was reported.

Manufacturer narrative:
Device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. One catheter was received for evaluation. No introducer sheath was returned for evaluation. The sample was evaluated. Upon inspection of the returned sample, the shaft and the bifurcate of the catheter appeared clean and intact. The balloon appeared dry inside with no signs of contrast media. An in-house guide wire was used to check patency of the catheter. The guide wire was inserted through the distal end of the catheter and met resistance at approximately 22.5cm from the distal tip. The guide wire was inserted through the proximal end of the catheter and met resistance at approximately the same location. Using a max 30 endoflator, attempted to deflate the balloon to purge out any air that might be in the balloon. The balloon did not fully deflate. Attempted to inflate the balloon and immediately noticed a pinhole in the balloon. Under magnification, the pinhole in the balloon was approximately 1 cm distal of the proximal band and was approximately .010 inches in size. Due to the condition of the sample was unable to introduce and recreate to confirm removal issues. The result of the investigation was inconclusive for removal issues as the introducer was not returned. It was confirmed that the balloon had a pinhole and could not be fully deflated. The pinhole in the balloon and the deflation issue may have been contributing factors in the reported removal issues. The definitive root cause for the pinhole in the balloon is unknown. It should be noted that a terumo introducer was used. This is not the recommended introducer sheath to be used with this device. The current IFU for this device states: equipment required: introducer sheath (input sheath recommended).